Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed critical error. The device had only been used once. Customer's blood glucose was unknown. The insulin pump isn't being returned for analysis.

Manufacturer narrative:
The insulin pump had an open book error and unable to download history. The problem was isolated to connector. The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted.